Event description:
It was reported by the paramedic that after the ventilator was placed on the patient, the ventilator ¿died¿ and was not delivering an adequate amount of air with an audible alarm. The paramedic noticed the patient had no chest rise. The patient was disconnected from the ventilator and was manually ventilated.